Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2019. According to the complainant, while trying to use the device outside the patient, the device was loaded into the device. The dart was then detached from the device and flew off onto the floor. A second attempt was made but the same issue occurred. The dart was caught before it got lost on the floor. The device was not used in the patient.

Manufacturer narrative:
Blocks f10 and h6: device code 2907 captures the reportable event of dart detachment. Block h10: investigation of the returned capio slim device found that no issues were observed with the catch and carrier. The 10 riveting pins were in place. The catch was inspected under magnification and it was free of rough edges. The carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the dart entered in the catch slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. After analysis it was determined that the device did not present any visual issue and it worked as intended, it did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, the investigation concludes that the most probable cause for this complaint is "no problem detected" since the device complaint or problem cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6), 2019. According to the complainant, while trying to use the device outside the patient, the device was loaded into the device. The dart was then detached from the device and flew off onto the floor. A second attempt was made but the same issue occurred. The dart was caught before it got lost on the floor. The device was not used in the patient.